Event description:
(B)(4). It was reported that during a coronary drug eluting stenting treatment procedure, vessel dissection occurred. Lesion 1 was 99 percent stenosed, 10mm long with a 3.5mm in reference vessel diameter. The lesion was predilated with a 3.0x9mm maverick monorail balloon which resulted in a dissection. The target lesion was treated with a "planned placement" of a 2.5x18/20mm study stent followed by post-dilation with 0 percent stenosis. Lesion 2 was 70 percent stenosed, 15mm long with a 3.5mm reference vessel diameter. The target lesion was treated with the predilation and placement of a 3.50x28mm study stent. "An additional 3.50x28mm study stent was placed due to inadequate lesion coverage, followed by post-dilation with 0 percent residual stenosis. The event was successfully resolved without residual effects. The patient was discharged 1 day post procedure on aspirin and clopidogrel.

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).